Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a "cassette not attached properly" alarm was recorded. Functional testing included use testing. The pump was powered on and exhibited a "cassette not attached properly" alarm after unlatching and latching the handle. Further investigation found fluid ingression on the downstream sensor, latch/lock mechanism, and chassis. The downstream occlusion sensor and the latch/lock mechanism were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.